Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine whether it occurred post-use or could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."

Event description:
The customer reported that the pod worked well until (B)(6) 2012, the last day before it was to be changed. At 5:14 am on (B)(6) his blood glucose measured 316 mg/dl, so he corrected with a 4 unit bolus. At 7:38 am his bg was 238 mg/dl and his breakfast contained about 20 grams of carbohydrate, so he took another 4 unit bolus. His bg was 269 mg/dl at 8:30 am and 264 mg/dl at 9:00 am; he corrected with a 2.3 unit bolus at 9:07. At 11:13 am it had lowered to 242 mg/dl, so he bolused an additional 2 units. His bg measured 222 mg/dl at noon and 210 mg/dl at 2:12 pm. He deactivated the device. When he called a day later, the cannula was kinked "midway down," but he didn't recall it being kinked when he removed it the previous day.